Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent a bilateral plif surgery at l5-s1. The surgeon was implanting the cage in accordance with the prescribed surgical technique. During impaction the cage became fractured and needed to be removed. Once it was removed, it was replaced with another cage of the same size. The implant broke. No fragment of the implant remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms implant fracture. Microscopic examination of the implant identified threaded hole and inserter interface feature deformation, in addition to twisted and misaligned flanges, and fractured adjustable wedge. The above observations are consistent with bending stresses and significant force utilized during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.